Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer was not performing the proper air removal techniques. A supply change was performed resolving the occlusions. There was no adverse impact to the customer's blood glucose level.